Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: surgical intervention. It was reported that a physician trained in the use of the perclose a-t attempted arteriotomy closure of the femoral artery, after and interventional procedure. After deploying the device, the physician could not remove it. Reportedly, the pt has a previously implanted unspecified synthetic vessel prosthesis. The perclose a-t reportedly became stuck in the prosthesis. Device removal and hemostasis was achieved via surgery. Though requested, no additional info was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The device is expected to be returned for evaluation. It has not yet been received. Device was used in an artery with a pre-existing prosthesis.